Event description:
On (B)(6) 2014 - pt had anterior cervical spinal fusion with nuvasive implants. On (B)(6) 2014 - pt taken back to surgery for removal of anterior cervical screw as it backed out of anterior plate. MFR ref # (B)(4).